Manufacturer narrative:
Electrode belt sn(B)(4) was returned to the distributor for evaluation. The reported problem (false asystole alarms, adjust belt/check belt messages) has been confirmed. The cause of the messages and alarms was isolated to the trunk cable. The white (drvn_gnd) and brown (-5v) wires were intermittently shorting in the trunk cable. The root cause for the damaged wires was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing false asystole alarms and adjust belt/check belt messages.